Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record in was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode.a review of the device history record showed the device had a manufacture date of 06dec2006. The review was performed from the date of manufacture to the present date 03mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that replacement keypad. There is no patient involvement.

Event description:
It was reported that the button on keypad not working. There was no reported patient involvement.

Manufacturer narrative:
Additional information: g3: date received by manufacturer used for date of event.

Manufacturer narrative:
Described event or problem field is updated.

Event description:
It was reported that the button on keypad not working. There was no reported patient involvement.